Manufacturer narrative:
Concomitant medical products: product ID: 8781, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 2.0 mg/ml at 0.8 mg/day via an implantable infusion pump. The other medications taken at the time of event included vicodin es 5mg/300 mg prn, cymbalta 60 mg qid, lisinopril-hctz 20-25 mg qid, and omeprazole 40 mg qid. Allergies include pregablin. The patient's medical history includes hypertension, gastroesophageal reflux disease (gerd), arthritis, asthma, chronic back pain. The patient's past surgery history includes multiple spine surgeries. The patient is a previous smoker, etoh prn, no illicit drugs. It was reported that after the patient gets out of a 110° hot tub, the pump does not work as well. This occurred approximately in (B)(6) 2015. The patient thought the pump was not working due to an increase in pain. Additional information received from a company representative reported that the patient was told not to soak in a tub at 110°. It was unknown if the event was resolved. Additional information received from a healthcare provider (hcp) reported the pump system was evaluated for any times of interruption and none were found, therefore system changed increase by 10% on continuous setting on (B)(6) 2015. The continuous changed to 0.9 mg/day. The hcp had not heard back from patient at the time of report. The patient's next appointment was (B)(6) 2015 for a refill.